Event description:
The customer reported that she was recently hospitalized due to high blood glucose levels. Blood glucose level at the time of hospitalization was 396 mg/dl. The customer was nauseous, vomiting, and had ketones. During troubleshooting, the customer confirmed that the cannula was slightly bent. The customer will monitor the insulin pump and will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.